Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery (rca). A 10/3.50 flextome cutting balloon was selected for use. During procedure, upon first inflation at 8atm for 5 seconds, it was noted that the balloon ruptured. The catheter was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery (rca). A 10/3.50 flextome cutting balloon was selected for use. During procedure, upon first inflation at 8atm for 5 seconds, it was noted that the balloon ruptured. The catheter was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported. The device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be escaping from a balloon pinhole leak approximately 2mm distal to the distal edge of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. No other issues were identified during the product analysis.